Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 during drain 001 of cycle 005. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was confirmed; however, the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.